Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the reported problem could not be duplicated. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing the device's pacer output resets to zero. Complainant did not indicate that there was any patient involvement in the reported malfunction.